Manufacturer narrative:
This complaint cannot be classified, as no faulty sample was returned for analysis. Having checked the batch history records, no abnormalities were found. This is the second complaint received for batch no. 210717gg and the 7th complaint received about catheter rupture on code 2184.00 within the last 3 years, but no hints for manufacturing defects were found. In the product's IFU we warn:"do not use syringes smaller than 10ml, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand held syringe. Subjecting the catheter to pressure above 17,4 psi can result in catheter rupture and embolism. Smaller syringes generate higher pressures than larger ones." The catheter can be used with a maximum bolus pressure of 1,2 bar. As warned in the product's IFU, this catheter is not suitable for blood aspiration. Looking at the patient's medication list, we have to point out that in case of using incompatible drugs, it is essential to flush the catheter after each bolus in order to avoid precipitation, which can result in catheter blockage, pressure burst and catheter embolism. We strongly recommend to retrain the user in epicutaneo-cava-catheter handling.

Event description:
On (B)(6) 2018 an edema was discovered in the upper right limb 27 days after catheter placement. It was decided to remove the catheter. Only 5 cm of the catheter could be removed leaving the rest in the axillary vein. New radiography showed that the catheter migrated to the axillary vein. Therefore it was decided to remove the fragment by endovascular route. Upon review of previous x-ray images catheter damage was identified to have happened on (B)(6) 2018.

Manufacturer narrative:
The results of this investigation are still pending, and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
On (B)(6) 2018 an edema was discovered in the upper right limb 27 days after catheter placement. It was decided to remove the catheter. Only 5 cm of the catheter could be removed leaving the rest in the axillary vein. New radiography showed that the catheter migrated to the axillary vein. Therefore it was decided to remove the fragment by endovascular route. Upon review of previous x-ray images catheter damage was identified to have happened on (B)(6) 2018.